Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The patient had an enlarged atrium and thickened leaflets. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully with reduction of mr noted. A second cds was advanced to further reduce mr and during grasping a new mr jet appeared lateral to the first clip, originating from the posterior leaflet. The second clip was deployed lateral to the first clip and it was suspected that the new mr jet lateral to the first clip was due to tissue tear. It could not be confirmed whether the tear was due to the first or second clip. Both clips were stable on the leaflets. Two clips implanted, reducing mr to 2+. No further treatment was performed. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue injury could not be determined. However, the reported patient effect of tissue injury as listed in the instruction for use (IFU), is known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.